Manufacturer narrative:
(B)(4). The customer reseated the power supply and backup power supply cable. The battery was recharged, no further issues found.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventilator generated an error which rendered the ventilator inoperable. The ventilator was not on a patient at the time of the event.